Event description:
Intraocular implant of 1995 has failed. Indentification of product is iolab intraocular lens, model 8093b, -ten year old card is difficult to read- with johnson and johnson company info on reverse side. Johnson and johnson indicates that they sold iolab to chiron vision prior to my surgery. Chiron vision, a subsidiary of bausch and lomb, has failed to respond to inquiries. Local physician indicates lens has fallen to the bottom of my eyes and is surrounded now by tissue. My right eye is now useless and considered legally blind.